Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level at time of incident was 48 mg/dl. Customer's another blood glucose level was 133 mg/dl. The customer was treated with food. Customer had been experiencing low blood glucose level for 5 days straight. It was unknown whether the auto mode feature was active at time of low blood glucose event. Customer declined troubleshooting for low blood glucose. Customer stated that up arrow key was unresponsive and numbers ramping was not or is the scroll bar moving up or down with no input from the user. The customer stated that check status screen, main menu, up or down arrows buttons are not responding. The device will be returned for analysis.